Event description:
As reported, when using this fogarty hydrajaw clamp insert, a yellow discoloration was observed on the side of the metal plate of the device. Additionally, it did not hold properly to the clamp. There is no allegation of patient injury. Patient demographics were not provided.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process the units go through insert stains and appearance inspection. Also, the units go through an insert inspection and packaging assembly inspection where the product is verified to be fully contained inside and in optimal condition.